Event description:
The manufacturer received information that a garbin evo ventilator was returned to a third-party service center due to maintenance required. There was no patient involvement, and no harm or injury reported. On device evaluation, a ventilator inoperative code e-155 had occurred indicating the machine flow sensor drift above the specification and requiring replacement of the machine flow sensor to address the issue. Four-year preventative maintenance was completed. Additional findings not related to the malfunction/issue: a non-critical device event code e-144 was noted in the device error log indicating the motor controller has proceeded to the shutdown state due to an error with the motor and requiring replacement of the blower. A non-critical event code e-300 was noted in the device error log indicating the sensor offset during drift calculation is too high and requiring replacement of the system printed circuit board assembly to resolve. The blower bellows, tubing fio2 and tubing low flow o2 were contaminated with dirt. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.